Manufacturer narrative:
The main component of the system and the other applicable components are: product ID: 3889-28, lot# va0hbhu, implanted: (B)(6) 2014, product type: lead.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID : 3889-28, lot#: va0hbhu, implanted: (B)(6) 2014, product type: lead. (B)(4) pertains to both product ID :3889-28, lot# :va0hbhu, product type: lead and product ID: 3058, serial#: (B)(4) product type: implantable electrical stimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported her lead wire and implant were bulging out and it hurt. The patient stated her device was turned off at the time of the report. The patient noted her healthcare professional (hcp) shut down her device. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. Additional information was received from a consumer. It was reported that the patient spoke with their primary physician and they were going to help the patient find a doctor to look at the device, but as of right now, there was nothing to have it resolved. It was noted that by ¿bulging out¿ the patient meant the device was sticking out and it was not at the location it should have been. The patient did not know what the circumstances that led to the implant and the lead wire bulging out were. No further complications were reported/anticipated.